Event description:
Information was received from a healthcare provider and company representative regarding a patient receiving morphine (20 mg/ml) at 8.8 mg/day via an implantable pump for non-malignant pain and a herniated disc. The patient had been hearing an alarm every 20 minutes starting at 2 or 3 am on the morning of (B)(6) 2016. The patient was reporting code 8476 on the personal therapy manager (ptm) indicating that a motor stall occurred. The patient did not recently have an MRI. The critical alarm was silenced and the patient was given oral pain medication. No symptoms were reported, but the patient was "acting weird" on (B)(6) 2016 and had received a successful patient activated bolus from the ptm. They are planning to replace the pump at a later date.

Manufacturer narrative:
Evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2016 and it was reported that the pump was interrogated and confirmed a motor stall occurred. The pump logs indicated that the pump motor stall occurred on (B)(6) 2016. The patient experienced increased pain and withdrawal symptoms related to the motor stall. The patient's oral medications were increased and an emergency pump replacement was done on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The pump was replaced and was returned to the manufacturer.

Manufacturer narrative:
Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing.

Manufacturer narrative:
Analysis of the pump identified damage on the gear train due to wear and corrosion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a consumer. It was reported that on (B)(6) 2016, the patient did their first bolus (with the ptm) at 6:00 am and a second bolus at 8:15 am. When a third bolus was attempted at 10:30 am, the ptm gave the 8476 error code and an alarm symbol. It was stated that the patient immediately contacted a manufacturer's representative who recommended the patient visit a healthcare provider; the patient reported that they saw a pain specialist at 4:30 pm. It was reported that the patient was given an equivalent dose in oral narcotic pills (ms contin 30mg ER every 12 hours). It was stated that the patient took the first pain pill at 6:00pm on (B)(6); within a few hours he began feeling really out of it. It was stated that he had few memories of the evening, and stated that the only thing he was able to remember was that he wasn¿t able to lay still (arms and legs moving) and that he was screaming loudly. It was stated that the patient took the second dose of the oral narcotic (at 6:00am on (B)(6), as directed), the patient reported that after taking the second dose, he laid on the couch completely out of his mind, and couldn¿t move. The patient described feeling as if he was paralyzed for most of the day because he was unable to reach his cell phone only a foot away. It was stated that sometime after 4:30pm on (B)(6), he was able to reach his phone and called the pain doctor¿s office. While speaking with a nurse it was reported that the patient blacked out or passed out. The nurses responded by calling 911; the patient was taken by ambulance to the emergency room and later admitted to the hospital due to an overdose. The patient reported being unable to remember anything that occurred over the course of a 40 hour period, from approximately 8:00pm on (B)(6), until 12:00pm on (B)(6) when he realized that he was in the hospital. It was stated that after being released from the hospital the evening of (B)(6), the medication in the pump was replaced with saline, and the patient was put on a different type of narcotic pain pill at a higher dosage. The patient reported that on (B)(6), the pump suddenly began alarming twice an hour around the clock, and on (B)(6) an emergency replacement was done. The patient¿s concomitant medical products included oxycontin, 15mg (twice daily), vicodin 5-325 (4aa day), and l carnitine 330 mg (5 a day), c)-q10 900 mg a day. Over the counter medications included b2 100mg (once a day), and vitamin d, 2,000 iu¿s a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.